Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, while insering the trocar surgeon states trocar felt different than trocars in the past. Trocar was difficult than trocars in the past. Trocar was difficult to insert at first then suddenly it went thru, causing the right iliac artery and vein to be nicked. This consequence caused a vascular surgeon to be called in to repair damaged artery and vein. Pt is home and doing fine.